Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that inner tubing kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched. The lab personnel also noted that the helix can not be extended or retracted due to distal conductor distortion within the connector.

Event description:
It was reported that during implant, the helix was retracted in order to reposition the lead. After the retraction, the helix would no longer extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that during implant, the helix was retracted in order to reposition the lead. After the retraction, the helix would no longer extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.